Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the whole screen going black, cracks in the insulin pump, and the insulin pump was not turning on. The customer reported no adverse event. The event involved product mmt-1780kl. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1780kl.

Manufacturer narrative:
The pump had blank display due to cracked/ broken off piece at battery tube side. The cracked case at battery tube side shifted the battery tube out of position not allowing proper contact between the battery cap contact and battery tube. Unable to perform sleep current test, active current test, self-test due to blank display. Unable to download history files and traced using thump due to blank display. Unable to generate the power management graph and perform the history review 1 week from the event date 15-jan-2026 due to blank display. The pump was received with minor scratched display window, scratched case, texture damage at keypad overlay, pillowing keypad overlay, cracked right button keypad overlay, cracked battery tube threads, cracked/broken off piece at battery tube side, partially broken retainer ring and missing serial number label. Pump was cut open to perform visual inspection and found moisture damage to the pcba1 and pcba2. No damage noted on the motor and force sensor. Force sensor zero offset within specification (23.4 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. Display anomaly-blank display confirmed due to shifted battery tube. Cosmetic damage confirmed at the back and front of the pump. Damage-retainer ring damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.